Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming battery out limit during normal use and the display had gone blank. Blood glucose value was 300 mg/dl. She was assisted with clearing the alarm and reprogramming the time/date. She was advised to monitor the insulin pump and revert to a back-up plan until receiving the battery cap replacement if needed.